Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 300cc silicone breast implants which the left side had issue with capsular contracture unknown baker grade after implantation. Patient stated that her symptoms were bottom of breast started to look deformed. She consulted with the physician and his diagnosis was capsular contracture. As a result patient had the left device removed and replaced with another mentor silicone device serial number (B)(4), catalog number , catalog number 3502501bc on (B)(6) 2013.